Event description:
The facility reported that the pump turned on by itself during biomed testing. The hospital representative stated there was no report of pt incident since the last baxter service event. No additional contacts were provided.